Manufacturer narrative:
The submission of this report or related information is not necessarily an admission that our employees or our device caused or contributed to the reportable event.

Event description:
It was reported that upon inserting the acqguide max sheath to replace the baylis sheath that was inside the patient and had been used to achieve transseptal access, the patient developed st elevation on the surface EKG and hypotension with a systolic blood pressure level of approximately 50. A vizigo sheath was also inside the patient at the time of the event, and ablation on the right atrium had already been performed prior to the reported event using a biosense webster smarttouch ablation catheter. The patient was in atrial fibrillation and energy shock cardioversion was delivered to induce sinus rhythm and stabilize the low blood pressure. The hypotension and st elevation subsided after approximately 3 minutes following cardioversion delivery, and the procedure resumed without further issues. There were no patient complications or abnormal clinical symptoms reported post procedure. The physician suggested that the episode may have been related to air entering the patient during sheath insertion, and noted that the sheath had been properly flushed prior to the procedure. Air embolism is a labeled potential adverse effect associated with the use of the device. User guidance has been provided in the instructions for use to indicate that regular flushing of the sheath is recommended to prevent air emboli. The cause of the event was not established. The device functioned appropriately through the entire case without malfunctions or deficiencies alleged. The acqguide max sheath was discarded and is unavailable for investigation. It was further reported that the physician had observed st elevation immediately following acqguide max sheath insertion on a previous case. The previous event was not reported as a complaint at the time since it was not believed to be related to the acqguide sheath. There was no medical intervention required as the noted st elevation resolved on it own. The previous event has now been captured in its own complaint record as a not reportable event.